Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. It was noted that the right atrial (ra) lead exhibited noise over-sensing resulting in an increased ventricular pacing. Isometric testing performed was unable to reproduce the noise. The ra lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.